Event description:
Customer reported receiving an e-6 message on the display of the adc blood glucose meter, even after date and time were properly set. Customer further reported self-injecting glucagon. No additional information was provided by the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.